Manufacturer narrative:
Sample was collected in a 4ml bd tube and was placed on a rocker for only a few minutes prior to analysis. The controls were run before and after the reported event and were within specification. Currently, the instrument is performing within qc specification. The fse found the hgb gain too high. Fse replaced the hgb lamp & lens and the gain was adjusted. Fse noticed bubbles in the lyse delivery path, the fmi (fluid metering index) pump was replaced. The root cause for the low hgb results can be attributed to the hardware replaced and adjustments made by the fse during subsequent instrument servicing.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low hgb result generated by the act diff 2 instrument for one patient sample with no flags when compared to the same sample rerun at the reference lab that was considered correct. Patient results are provided. The erroneous results were reported out of the lab. No death, injury or change to patient treatment as a result of this event.